Event description:
The rptr contacted animas on behalf of her son (the pt) on (B)(6), 2010, alleging elevated blood glucose levels. That day at around lunchtime, the rptr indicated that the pt's blood glucose (bg) level was "12.2 mmol/l." At that time, the pt reportedly rec'd an unspecified bolus for food and correction. By the afternoon snack time at 1:50 pm, the rptr claimed that the pt's bg was "18.6 mmol/l." The rptr stated that the pt was given a snack cho bolus and was supposed to have rec'd a correction bolus totaling 1.05 units. At around 3:30 pm, the rptr claimed that the pump alarmed to indicate that a bolus was cancelled. The rptr claimed that the bolus was inadvertently cancelled with button presses. No vibration was noted although the alarm was reportedly heard. A review of the pump's settings for sound revealed that the "alert" and "reminder" were both set to vibrate while "warning" and "alarm" are set to low. A review of the bolus history indicated a cancelled bolus dose of 1.05 units at 3:28 pm. By 3:30 pm, the rptr claimed that the pt's bg was 27.2 mmol/l." The pt was reportedly given a correction bolus with the pump of 1.75 units at 4:34 pm. At 4:36 pm, the rptr claimed that the pt's bg was "28.2 mmol/l." At that time, the pump reportedly recommended 0.4 units but she delivered 1.40 units in an effort to correct pt's elevated bg level. The rptr denied that the pt had nausea, vomiting, shortness of breath, or chest pain. However, the pt was reportedly drinking a lot. The week prior to the event, the rptr admitted that the pt was sick and she had adjusted the pump to deliver less insulin. The rptr believes the high bg's were due to the adjusted pump settings and missed bolus.

Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.